Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds. Further information received indicating that the suspected cause for high threshold was unknown. This right ventricular lead was surgically abandoned. No additional adverse patient effects were reported.